Manufacturer narrative:
The replaced parts were evaluated by the maquet nrc (national repair center), and it was reported that the cable, backplane to coiled cord could not be tested due to damage from saline. The nrc installed the exch pcb, exec processor board into the cardiosave test fixture, and the reported failure of "internal communication failure" could not be verified. The board passed testing. The board will be sent to the supplier for further testing.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy, suddenly an internal communication failure occurred and an alarm was generated, then the cardiosave iabp stopped pumping. The iabp was replaced with another cardiosave to continue therapy. No patient injury, death or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy, suddenly an internal communication failure occurred and an alarm was generated, then the cardiosave iabp stopped pumping. The iabp was replaced with another cardiosave to continue therapy. No patient injury, death or adverse event was reported.

Manufacturer narrative:
The executive processor board was received by getinge nrc from the supplier. Inspection of the board was completed per procedure. There was no visual damage observed and upon inspection of the board per procedure, the installation of the required rework was verified. It was reported that the supplier could not verify the failure. The supplier installed the required rework and the board passed testing. The nrc installed the executive processor board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The board passed testing and will be returned to stock.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy, suddenly an internal communication failure occurred and an alarm was generated, then the cardiosave iabp stopped pumping. The iabp was replaced with another cardiosave to continue therapy. No patient injury, death or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the reported event was not duplicated. The fse replaced the executive processor board and cable. The fse then performed running test without any occurring problem. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during intra-aortic balloon pump (iabp) therapy, suddenly an internal communication failure occurred and an alarm was generated, then the cardiosave iabp stopped pumping. The iabp was replaced with another cardiosave to continue therapy. No patient injury, death or adverse event was reported.